Event description:
It was reported that the bd allergy syringe tray with bd safetyglide¿ needle experienced scale marking issues. With lot numbers 2304576 and 2251991. The following information was provided by the initial reporter: some without numbering so far 15 of them.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2304576 d.4. Medical device expiration date: 30-nov-2027 h.4. Device manufacture date: 31-oct-2022 d.4. Medical device lot #: 2251991 d.4. Medical device expiration date: 30-sept-2027 h.4. Device manufacture date: 08-sept-2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide-allergy. Device failure: scale marking issue.